Event description:
While using an eea circular stapler in the rectum, the 'ejector' broke off in the patient. Dr. Was able to fully retrieve the broken piece and then performed a sigmoidoscopy for full verification of no retention.